Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to address the issue remotely. The customer was advised about how to use the combined consumable kit, and the customer was able to successfully prepare the system for surgery. The system was found to be functioning as expected (by the customer). The system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that during set up for cataract and vitrectomy combination surgery ophthalmic console displayed system message and exhibited infusion failure. Details related to patient impact has not yet been provided. Additional information has been requested but none received to date. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during set up for cataract surgery ophthalmic console displayed system message and exhibited infusion failure. Details related to patient impact has not yet been provided. Additional information has been requested but none received to date.

Event description:
The customer reported that ophthalmic console exhibited infusion failure details of the procedure and any patient impact have not yet been provided. Additional information has been requested but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).